Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in patient. A pre-implant balloon aortic valvuloplasty was performed using an 20mm non-abbott device. It was noted via electrocardiogram after a pre-implant balloon aortic valvuloplasty, that the patient developed a left bundle branch block (lbbb). While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure, due to being deployed too high. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott device and a 22mm non-abbott device due to moderate perivalvular leakage. The final non-coronary cusp implant depth was 4.45mm. There was no clinically significant delay in the procedure, and the patient did not exhibit any other clinical signs or symptoms during or after the events. The length of the membranous septum was 4 mm, and calcification extended beneath the aortic annular plane in the interventricular septum. The implanter checked for non-uniform expansion (nue). The pvl was mild after the post-implant bav. The lbbb persisted post-implant, but no intervention was performed. An echocardiogram performed three days after the valve procedure showed a mild leak. The implanting physician believes the persistent left bundle branch block (lbbb) was caused by severe aortic valve calcification. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information, the cause of the perivalvular leak (pvl) is attributed to under expansion of the valve but this cannot be confirmed. The patient effects of heart block could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.